Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit balloon rupture. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. It was confirmed that blood had entered the inside of the device up to pim and safety disk. Replaced pim, safety disk and tidal disk. Equipment is in good condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit balloon rupture.